Manufacturer narrative:
Patient information was unavailable from the site. Part not received by manufacturer. A medtronic representative went to the site to test the system. The medtronic representative brought a replacement winch assembly with him. After replacing the winch assembly, the medtronic representative installed the door on its rail/track and calibrated the door opening/closing. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative called technical services with a nurse from the site on the phone and reported that while in a case, the image acquisition system (ias) was stuck around a patient and could not be opened. The site's nurse informed technical services that drapes had been caught in the gantry causing it to jam. This occurred when taking the confirmation spin and the image acquisition system (ias) was no longer needed for the case. After the case, a medtronic representative reported that the site manually opened the gantry door without the pin in. The nurse declined to provide any patient information. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.